Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel collapsed while working in the knee to groin area. An extra incision was created at the groin area to remove the saphenous vein. No additional pt complications were reported.